Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the lower case was broken and contaminated. It was also noted that the upper case was broken and contaminated, the battery release, ring cover, heart block, heart wire contacts and battery drawer were contaminated, the side bail covers and side bails were missing, the lead flex cover was corroded, one case screw was the wrong type, the battery contacts were compressed, the ring bail was bent and the serial number label was torn. (B)(4).

Event description:
It was reported that the external pulse generator (epg) had a broken back/lower case. The epg will be returned for repair. It was analyzed and tested out of specification. No patient complications have been reported as a result of this event.